Manufacturer narrative:
(B)(4).

Event description:
Additional information received later reported that the cause of the event was a kink in the sutureless catheter at the pump-catheter connection. Patient experienced decreased pain relief. A catheter dye study was done and it showed occlusion. Patient underwent a revision on 2012-(B)(6). Following revision patient outcome was noted as recovered without sequel. Drug delivered via the device was hydromorphone.

Event description:
Patient reports that since the implant of her pump she has had "no therapeutic effect." She also reports that the pump was not "emptying at all and something is wrong with the pump" and that her catheter was "pinched." A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk; prgmr 8835, personal therapy mg2, (B)(4).

Manufacturer narrative:
(B)(4).